Event description:
International affiliate reports the connector part of the 3d crown mayfield slider assembly and the halo adaptor set for mayfield had been broken and the devices could not be assembled to each other when the surgeon tried to use them at the beginning of the surgery. The surgery was planned to be processed with a halo vest for the patient who had cervical fracture. However, the products could not be used and the surgeon completed the cervical internal fixation surgery without the halo vest. See mfg medwatch report no. 1526439-2014-11308 for the 3d crown mayfield slider assembly that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection identified no visual anomalies on the mayfield adapter set. A DHR review for the mayfield adapter set could not be conducted as the lot number is unknown. A 12 month review of the complaint trend analysis for the 3d slider adapter and mayfield adapter set was conducted on the specific codes from the complaint as a device family does not exist for these instruments. It was noted that there were no related complaints for the inability to assemble the 3d slider adapter to the mayfield adapter or vice versa. The results of this trending suggest that this is an isolated event. Review of complaints found no significant trends. The root cause is unknown however it is likely that as the 3d slider adapter was being attached to the mayfield adapter, the connection became cross threaded resulting in the inability for these components to be fully assembled. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.